Event description:
Report received of a complete tubing separation. A pt required continuous blood pressure monitoring. It was reported that the clinician had noted a complete tubing separation with bleed back. It was unknown to the reporter where within the tubing the actual separation had occurred. There was minimal blood loss reported. It was unknown to the reporter how long the tubing had been in use. The tubing was changed with no further problems. The catheter site remained intact. There was no reported adverse pt effect. Additional pt info was requested, but no further pt info was available.